Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 22, 2024, indicated that the patients' post operation showed bilateral breast capsular contractures grade ii, and the MRI showed symptomatic right side rupture. As a result, patient underwent bilateral replacements as follow: right) 350-5001 bc (B)(6), left) 350-5001bc (B)(6). Therefore pc: breast pain was removed and pc: capsular contracture associated with breast implant was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 30, 2024, indicated that the right side is 350-4501bc, sn (B)(6) left side is 350-4501bc, sn (B)(6). Date of event was updated from 6/6/2024 to may 23, 2024. -geographical location was updated from USA to denmark. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Safety note: impacted product number: ip-02101328 sm mpp gel 450cc gel implants right breast notes: it was reported, via a healthcare professional report, that a female patient who underwent breast augmentation surgery sm mpp gel 450cc mentor gel breast implants on (B)(6) 2015. Granuloma was observed on or about (B)(6) 2024 from ultrasound findings ¿ ¿caudally in the right a single lymph node with the beginning of the ¿snow storm¿ sign is seen¿. Right implant removal is planned for (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, granuloma, and breast pain mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 13, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).